Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited increasing impedance measurements within normal limits from 70 to 135 ohms. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system exhibited high, out of range shock impedance measurements of greater than 400 ohms. Under insertion of the electrode was suspected. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient came into the clinic for examination, x-ray imaging was performed, and under insertion was confirmed. They received an high impedance (hi) error from the s-ICD. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited increasing impedance measurements within normal limits from 70 to 135 ohms. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system exhibited high, out of range shock impedance measurements of greater than 400 ohms. Under insertion of the electrode was suspected. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient came into the clinic for examination, x-ray imaging was performed, and under insertion was confirmed. They received an high impedance (hi) error from the s-ICD. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited increasing impedance measurements within normal limits from 70 to 135 ohms. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD system exhibited high, out of range shock impedance measurements of greater than 400 ohms. Under insertion of the electrode was suspected. The s-ICD system remains in service. No adverse patient effects were reported.